Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The hcp stated the patient came into the intensive care unit (ICU) they were not sure if the pump was running properly and the patient was not able to tell them anything. The hcp suspects the pump motor had stalled. The hcp requested a company representative (rep) to come to check it.

Event description:
Additional information was received from a consumer via company representative regarding a patient with an implantable pump containing baclofen (180 mcg/ml at 1.12mcg/day) for unknown use. It was reported that there was a pump failure code 99. There were no known environmental / external / or patient factors that may have led or contributed to the event. No diagnostics / troubleshooting performed. There were no actions taken to resolve the pump failure. The issue was not resolved at the time of this report. Additional information also reported that sometime after a refill in (B)(6) 2025, the patient was in a coma at the hospital. Logs and incident were reported on 2025-oct-23. Service codes on the pump report were 235, 232, and 527. The patient stated they did not have an MRI and were not near an MRI machine when the incident occurred. Additional information was received from a company representative stating the cause has not been determined. Although, it has been found that the pump was damaged/not functional. The doctors along with technical services recommended that the pump needs to be replaced. No further information was reported. Additional information from 2182207-2025-03025 information was received from a consumer via a manufacturer representative regarding a patient who was receiving via an implantable pump. It was reported that he was with a patient who had an active alarm on their pump. He reported that he toggled and silenced the active alarm and then updated the pump. The tech services inquired whether there was a code associated with the active alarm, and the company representative (rep) stated that codes 99 (loss of therapy) and 100 (motor stalled). The tech services investigated codes 99 and 100, which indicated that the pump had experienced a motor stall and loss of therapy for more than 50 hours. The tech services explained that these codes typically appearwhen a pump stalls due to exposure to a magnetic field, such as an magnetic resonance imaging (MRI). If an MRI was recently performed, the pump should be interrogated and allowed to resume normal function, or tech services should be contacted for further assistance. The patient did not have an MRI, tech services stated it could have stalled from encountering other magnetic fields. The rep stated that upon reviewing the pump logs, he noted that the pump had stopped for approximately 1,000 hours, and the log showed that the stall began on (B)(6) 2025 at 3am, which matched the reported hours. The tech services explained that the pump should now recover from that, as this was the first interrogation since the stall event. The rep stated that he was in the middle of another task and would have to call back with further information. Tech services documented all available details. No further issues were reported at this time. The pump logs showed motor stalled in (B)(6) 2025 and the patient did not have an MRI. The patient had seizures and had to call 911 because of withdrawal in (B)(6) 2025. The rep stated that the pump has been alarming since (B)(6) 2025. The tech services suggested that the pump be replaced. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding the patient receiving morphine (.125mg/day), bupivacaine (.062mg/day), and baclofen (1.12mcg/day) via an implantable infusion pump. The medication information provided from the pump interrogation data from 2025-oct-23. It was reported that it was unknown if there was a device issue, patient/therapy issue, or procedure issue related to the patient's withdrawal and seizures, and no cause was determined. The patient went to a hospital for their withdrawal and seizures. The withdrawal and seizures resolved. It was reported the cause of the motor stall was not determined. Actions/interventions taken to resolve the motor stall included the hcp, along with technical services' recommendation, determined the pump should be replaced. The motor stall has not resolved, and next steps include a pump replacement.

Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2025-03025 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stating that the cause of the motor stall was unknown. The pump was placed in the lowest setting for replacement. The motor stall did not recover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.